Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file contained data from (B)(6) 2020 at 11:26:34 to (B)(6) 2020 at 10:58:04. The captured data was filled with 199 pi events. The only other captured events were associated with power cable disconnects. The pump fixed speed was set at 9200 rpm with a low speed limit of 8600 rpm for the duration of the captured data. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. Per additional information from the ventricular assist device (vad) coordinator, the issue was related to the patient¿s batteries being past their expiration. The alarms resolved when they were replaced. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 21jan2010. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 (under ¿low speed limit¿) of the IFU addresses pi events as well as potential causes. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 2 "how your heart pump works", section 4, and section 5 "alarms and troubleshooting" (under "what not to do: driveline and cables") cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number # (B)(4) was received on 15jul2021. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Patient's driveline has been twisted and when the line bends the lvad has no power. This issue is reproducible with manual flexing of driveline. No driveline damage is noted on xray or log files. Abbott suggests clips be exchanged as batteries are new and clips old. New clips sent to patient.